Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The treatment tool could not be removed due the instrument channel being clogged with foreign material. In addition, service found that angulation was reduced and the angulation was loose, there was a crack in the adhesive at the bending section, the control unit protector was damaged, and there was evidence of water infiltration on the electrical connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a treatment tool could not be removed from the forceps channel of the subject device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient or user injury reported due to the event.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm that the instrument channel was clogged with foreign material. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for the issue was not established. However, it is probable that the issue occurred due to deformation of the biopsy channel, or because the endo therapy accessories were damaged. Olympus will continue to monitor field performance for this device.